Manufacturer narrative:
Inspected one open and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Event description:
Customer called reporting sensor issues. Customer's blood glucose is 178 mg/dl. He said his first sensor was not working correctly. He changed it for the second one and it worked fine. The current sensor he is using read 167 mg/dl, but his blood glucose level was 353. Customer checked because he was not feeling well. Customer states now his sensor is off by fifty points. Customer was advised of proper calibration, sensor, and insertion methods. He agreed to return the sensor for analysis. Nothing further reported.